Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22-may-2020.

Event description:
The customer reported a black screen. There was no patient involvement. The customer refused service so the device was not evaluated. The customer refused repair because the device was out of warranty.